Event description:
Visitor had a witnessed cardiac arrest in the hospital lobby and was resuscitated during the code blue. An intraosseous device (io) was placed during resuscitation. After the patient was transferred to ICU, the rn noted blood and IV fluid leaking from the io hub at the insertion site. The io hub appeared to be cracked and during an attempt to discontinue the line, the plastic adapter broke completely off (leaving the io needle exposed). An orthopedic surgeon was consulted and the io needle was successfully removed at the bedside and the site was sutured.